Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needles were clogged during use and unable to dispense insulin with 4 bd precisionglide¿ needle. The following information was provided by the initial reporter: caller reported 4 needle wouldn't dispense insulin during the last 2 weeks. Number of occurrences - 4. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 26 g, 3/8" needle, pn 305110. Product lot#: m495412. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? No.